Event description:
It was reported that the reservoir compartment and the screen of the insulin pump had cracks. The screen of the insulin pump was unable to be read due to many scratches. The drive support cap was noted to be sticking out. It was further noted that the customer received an error alarm during the manual prime and insulin was squirting out. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with a manual injection. Customer's last blood glucose readings without the insulin pump were noted to be 498 mg/dl. Customer reported symptoms of nausea and excessive thirst. Motor error alarm was also mentioned. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The functional tests could not be completed due to this anomaly. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.